Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block appears to be related to procedural conditions. The reported hospitalization, unexpected medical intervention, and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions were perimeter 75.8 mm, area 445.7mm2 and length of the membranous septum was 3.9 mm. There was no calcification presented extending beneath the aortic annular plane in the interventricular septum. On the final deployment, a complete heart block (chb) was noted and a temporary pacemaker was used. The final implant depth was too deep, approximately 7-7mm. A permanent pacemaker was implanted on the following day. The patient was reported stable.